Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., and h.10. Product evaluation: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution was dried on the lens. One haptic is bent in the gusset area. The optic is scratched on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. The reported complaint was for defective. Haptic and optic damage were observed which most likely was interpreted as the reported complaint. The damage is typical in appearance to handling related damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was found to be defective. There was no patient contact and the procedure was completed the same day. Additional information was requested and received.